Event description:
It was reported to boston scientific corporation in 2007, that a hydrothermablator procedure set was used during a endometrial ablation procedure performed on the same day, (female; patient weight are unknown). The doctor called the sales rep and stated that the patient has cervical stenosis and pelvic pain, and wanted to know if this had anything to do with the hta procedure. Patient has been admitted through the emergency room on the same day, and is still in the hospital. At this point there is no further information provided.

Manufacturer narrative:
Device is not expected to be returned because the product has been disposed of by the user, therefore no product analysis could be performed and no root cause could be determined. No DHR review could be conducted because the lot number was not reported.